Event description:
During a call with the technical service representative (tsr) regarding another matter it was discovered that the home patient (hp) had an infection and the hp was taking medicated bags but they had not found out yet what type of infection. The technical service representative (tsr) advised the hp to contact the registered nurse (rn) to check the programming and let the rn know what trouble the hp was having with draining. Product surveillance received follow-up information via email from global pharmacovigilance: during a telephone conversation with the nurse the following information was obtained. The patient began pd therapy in 2009. At the time of the events the patient was on dianeal pd4 ambuflex (total dose is 9.5 liters daily). On an unknown date in (B)(6), the patient called the clinic complaining of constipation. The patient was instructed during the telephone conversation to come to the clinic. Per the nurse, the patient did not come to the clinic as instructed. On (B)(6)2010, the patient came to the clinic complaining of diarrhea, abdominal pain and cloudy effluent. A peritoneal effluent culture was obtained and the specimen grew klebsiella. The patient was started on intraperitoneal (ip) ancef the same day, and received ip ancef for 21days. On (B)(6)2010, while in the clinic, the patient reported her diarrhea and abdominal pain were resolved. During the same visit, the patient's pd effluent was found to be clear and a very strange color (the nurse was unable to give any more details regarding the color of the effluent). Per the nurse, the patient refused to give any details about how the effluent became discolored. A pd culture was obtained the same day and showed no growth. Per the nurse, the patient uses herbal medicines at home (the nurse does not believe the herbal medicines are being orally administered only, but she has no information to confirm her suspicions). The nurse could not provide any details or explanation for the strange color of the pd effluent. Per the nurse, the constipation, diarrhea, and peritonitis have been resolved. Per the nurse, the pd effluent was clear with no discoloration noted during the patient?s last clinic visit. Per the nurse, the patient is not compliant with maintaining proper aseptic technique with her pd therapy. Per the nurse, the events were not related to pd therapy. The patient currently remains on pd therapy. All available information was reported.

Manufacturer narrative:
(B)(4). Device not available.